Event description:
The info received from the affiliate states that this pt was presented to the interventional lab for an angioplasty procedure of the common iliac artery. The vessel was described as heavily calcified and mildly tortuous. The vessel had a 100% occlusion. The physician used a brachial approach and accessed the lesion with a v18(bs) guidewire. A medkit 90cm sheath was inserted and the physician successfully dilated the target lesion with a slalom balloon. This balloon was removed and another slalom (438-6040mp) was passed over the guidewire to the lesion for vessel dilation, which was successful. Upon removal of this balloon, it became stuck on the guidewire and could not be removed. Consequently, the balloon and the guidewire needed to be removed as one unit.